Event description:
It was reported that a patient underwent an eyelid inversion correction surgery procedure on (B)(6) 2026, and suture was used. The patient was admitted for surgery due to entropion. When using suture for suturing, the needle pulled off issue and suture breakage issue. This increased the patient's suturing time, prolonged the surgical time, and affected the appearance of the suture. Additional information was requested.

Manufacturer narrative:
(B)(4) date sent: 5/12/2026 d4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did this issue contribute to any patient adverse event? Received information as following. Please refer to the event description, other information requested is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.